Event description:
The manufacturer received information alleging a ventilator's pressure delivery was high. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's potentiometer was found to be out of specification. The potentiometer was re-calibrated to address the issue.